Event description:
It was reported that as the nurses pushed the video cart unit, the wheel broke off. Further, no injuries or damages were reported as a result of the wheel braking off.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.